Event description:
Pt's mother reported the infusion device has not correctly provided e4 occlusion errors since pt began pump therapy in 2010. Blood glucose has elevated as high as 400 mg/dl. Mother also reported there are "flakes" in the cartridge. The cartridges are not reused, are filled with 150-200 units, and are changed every 4-10 days. Mother has been able to control pt's blood glucose by herself, and pt did not require treatment from a health professional or second party to address the issue. Infusion needle is changed every 2 days and the tube every 4 days. Pt did not have an infection or start new medication. Normal blood glucose level is 150 mg/dl. Infusion device was not exposed to water, a mobile phone, or electromagnetic fields. Correct type of battery is used in the infusion device, and the battery setting is programmed correctly. Infusion device was replaced and requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.